Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified a frayed cable from the handheld. When the device was powered on, the system was able to start but the handheld was not able to load to the start screen. The handheld was swapped with a known-good test handheld and the device was able to send readings successfully and pass all diagnostic tests. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming that there was a frayed cable on handheld cable.